Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station went offline and unable to turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) found that the device had no power and confirmed the issue was not with the power supply or power module. Suspecting a short, the fse plugged in the aux tower from the main, which restored power, suggesting the short might be in the aux tower. After inspecting the aux tower and finding no short, the fse checked the main and discovered a loosely hanging ground wire on drawer three of the printed circuit board (pcb). Later, the station had power but displayed a black screen. The fse unplugged the pyxibus from the aux to main, and the device turned back on. The fse tested each device to confirm the short in the aux tower but was unable to replicate the issue. The system functioned as intended after the field service engineer repaired the device.